Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels of 507 mg/dl; cause was not known. On (B)(6) 2023 customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.